Event description:
On (B)(6) 2013, a physician reported a frozen screen. The screen froze after the interrogation began interrogation. Troubleshooting was performed with a demonstration generator, but the event could not be duplicated. The system was restarted.

Event description:
The vns computer and flashcard were returned to the manufacturer on (B)(6) 2013. No anomalies associated with the handheld computer were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. During the flashcard analysis it was identified that the flashcard contained 2 different sets of patient databases. The likely cause for the multiple databases is associated with the flashcard being inserted into multiple devices; however, this had no impact on device performance. No other anomalies were identified. The flashcard and software performed according to functional specifications.

Event description:
On (B)(6) 2013, it was reported that this handheld device froze again. The device has not been returned to date.